Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the customer is requesting assistance for a log review for medication that was infused to a patient. Per report, the pump was programmed correctly. The customer wants to verify rates changes. There was patient involvement, but the outcome is unknown. Additional information received 12mar2026: the customer states "we have not deemed the product to be malfunctioning. We wanted to know what the clinician physically entered in dosing and rate adjustments as we believe this to be user error."